Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurately high results compared to her feelings with results of "332, 210, 250, 260 and 500mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. When a control solution test was run, the result was out of range. There was no indication that the product caused or contributed to an adverse event.